Event description:
No response to magnet application; no telemetry. At interrogation, warnings for eri/por, lead warning, then cannot interrogate or get any information from device. Two days later, able to obtain only initial interrogation report. Device subsequently returned for no output, no telemetry.